Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device powered up in the incorrect mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a system configuration change. The device's configuration was changed back to semi-automatic mode to remedy the problem. It could not be firmly established how the configuration was changed from the default settings. Analysis for reports of this type has not identified an increase in trend.